Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker exhibited low, within range impedances at the right atrial (ra) lead channel. The lead had been recently implanted in substitution of an also recently implanted lead that also exhibited issues. The pacemaker also experienced a very high-power consumption and longevity had decreased substantially. The data shows the power after the device was taken out of storage was very high. The field representative who did the lead changeout confirmed that there was no visible corrosion damage on the initially implanted lead, therefore, no lead revision is recommended for the new one when the pacemaker is changed. There were also high pacing thresholds observed that could be related to an internal circuit issue in the pacing portion. It was noted that this behavior could show impedance, noise and threshold effects. The suspected malfunction has been linked with high current drain, which correlated with the observed battery behavior. At this time the pacemaker and the ra lead have been explanted due to product performance issue and are not expected to be returned for analysis. No adverse patient effects were reported.